Manufacturer narrative:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and a force issue occurred. On (B)(6) 2018, during a second visual inspection of the returned device, bwi failure analysis lab identified a hole in the pebax. On (B)(6) 2018, a scanning electron microscope (sem) analysis showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. The issue of a ¿hole¿ in the pebax has been assessed and considered to be an MDR reportable malfunction. Product evaluation details: the product evaluation has been completed. The device was inspected and reddish foreign material and a scratch were observed inside the pebax. Then, during the second visual inspection a hole was observed on the pebax. A magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly; the force values were observed within specifications. The device history record (DHR) review was completed on 11/8/2018. No anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was not confirmed. The root cause of the pebax damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and a force issue occurred. It was reported that during the procedure, abnormal pressure described as a ¿high force¿ issue was observed. The pressure value was not stable as it was around 70g even before touching the heart wall. The catheter was exchanged, and the procedure was completed without patient consequence. The high force issue is not MDR reportable. The complaint device was returned for product analysis on 9/14/2018. Initial visual analysis identified dried blood in the pebax sleeve, however, there is no damage to the pebax integrity, therefore, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This finding was assessed as not MDR reportable. On 10/9/2018, upon further analysis, a second visual inspection identified a hole in the pebax. On 10/18/2018, a scanning electron microscope (sem) analysis showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. The issue of a ¿hole¿ in the pebax has been assessed and considered to be an MDR reportable malfunction. The awareness date of the reportable event has been adjusted to 10/9/2018 since this is when the failure analysis lab identified the hole in the pebax.